Event description:
A customer reported to baxter corporate product surveillance a 60" micro volume extension set in which a leak was observed from around the filter area. The reporter could not clarify if the leak occurred from the filter, or from the bonded junction of the filter and the tubing. According to the report, a patient was connected to a chrono 5 syringe pump when the leak occurred. The medication being administered is unknown. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Five companion samples were returned to the manufacturing plant for evaluation. Visual inspection did not reveal any visible irregularities. The slide clamp was opened and closed on all five samples. The female luers on all five sets were connected to an extension set and then to a solution bag. The set-ups were all primed, and solution flowed through the sets normally. A clear passage and a pressure test were performed at 8psi on all units. All of the returned units met the specification requirements. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.